Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Customer support engineer inspected the device and it was determined that the patients face mask was causing a leak. No parts were replaced.